Manufacturer narrative:
Section g4: correction: the aware date for follow-up report number 1 should be 13nov2019 and not 18nov2019.

Event description:
The patient¿s hemolysis labs were closely monitored and the inr goal was increased to 2.5-3. The patient was started on brilinta and ldh down-trended following the addition. The patient reported dark urine on (B)(6) 2019, but it was clear on (B)(6) 2019 and a urinalysis (ua) was negative. It was not determined if the elevated ldh was related to the patient¿s infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s pump pocket infection could not be conclusively established through this evaluation. Furthermore, a direct correlation between heartmate ii lvas and the reported event could not be conclusively established through this evaluation. The account reported that the patient was admitted on(B)(6) 2019with subtherapeutic inr and a pump pocket infection. The type of infection was determined to be enterococcus bacteremia. The patient had incision and drainage (I&d) and a wound vac placement; however, the wound vac was changed to wet-to-dry packing due to skin irritation. The patient was started on 500mg of amoxicillin, three times a day (tid), for suppressive treatment and was to continue suppressive oral (po) antibiotics. During the admission, the patient was noted to have a rising ldh level in the 600s and a plasma free hemoglobin (hgb) level of 74. The patient had a history of pump thrombosis but was not a surgical candidate and was on aspirin at the time. The patient¿s hemolysis labs were closely monitored and the inr goal was increased to 2.5-3. The patient was started on brilinta and ldh down-trended following the addition. The patient reported dark urine on (B)(6) 2019, but it was clear on (B)(6) 2019and a urinalysis (ua) was negative. It was not determined if the elevated ldh was related to the patient¿s infection. The submitted log file provided by the account contained data from (B)(6) 2019 through (B)(6) 2019. No significant fluctuations in pump parameters were observed and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The hmii lvas IFU lists infection (local, driveline and pump pocket) and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Additionally, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's prior pump exchanges due to pump thrombosis were reported in MFR# 2916596-2017-01646 and MFR# 2916596-2018-00446.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with subtherapeutic inr and pump pocket infection. Ldh was elevated to 600s u/l, baseline is 400-500 u/l. Technical services reviewed the submitted log files which revealed a few elevated flows for this set speed associated with a drop in the average pi. Cultures were positive for enterococcus bacteremia. Incision and drainage with wound vac placement occurred in (B)(6) 2019. Patient was given amoxicillin 500mg three times a day for suppressive treatment. Wound vac was changed to wet-to-dry packing due to skin irritation. Patient was continued on suppressive antibiotics. No additional information was provided.